Event description:
A poc at this facility reported experiencing inaccurate low results with an otii hosp/ddock system. The patient's blood glucose was 58 mg/dl and the lab was 102 mg/dl. Tests were done 3 to 4 minutes with a difference of 33%. Patient did not experience any adverse events. Patient was treated with d-50 glucose. No further information has been reported.